Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter . Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-feb-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine with concentration 5 mg/ml at a dose rate of 3.0039 mg/day via an implantable pump for non-malignant pain. It was reported that the patient stated that after they had a granuloma removed in (B)(6) 2019, they started to have left-sided weakness and numbness in their leg. The physician had not changed the catheter but had removed the granuloma. A catheter dye study was performed on (B)(6) 2020 which was unsuccessful. The physician was unable to aspirate the catheter. The hospital was to follow-up with the patient¿s provider to schedule another catheter revision surgery. Surgical intervention had not been scheduled but was planned. The issue was not resolved as of the date of the report (2020-may-07). The patient was without injury regarding their status as of (B)(6) 2020. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were requested but were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 8731 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6), additional information was received from a manufacturer representative (rep) and confirmed with the physician/account. The rep reported the date of the previous catheter revision was (B)(6). The location of the granuloma was the catheter tip. The reason for unsuccessful aspiration was unknown, but "granuloma may be the cause". The planned catheter revision has not yet been scheduled.